Event description:
Cardiologist was using a perclose, 16fr closer during a stent placement and instrument perforated proximal left circumflex coronary artery. Autopsy revealed exsanguination due to retroperitoneal hemorrhage.